Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was off that morning. The insulin pump then alarmed unexpected restart. Customer's blood glucose level was 13.1 mmol/l. They did not receive a low battery alert prior to the off no power alert. The device was not returned.